Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were review and subject instrument passed all inspection criteria and certification testing. There were no non conformance documents issued during manufacturing. The measurable dimensions were found to be in compliance with the technical specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. No product fault could be detected.

Event description:
A hospital in (B)(6) reported the screwdriver broke during a procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.